Manufacturer narrative:
E1: event city: san lucar. Event country: spain. Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
In spain, patient reported infusion set's tape not sticking event on 03-jun-2026.